Event description:
It was reported that approx. 73 months after implantation the shock impedance was out of range (greater than 150 ohm). The lead was explanted and replaced.

Manufacturer narrative:
The returned leads were thoroughly analyzed. The visual inspection found multiple signs of abrasion along the proximal lead body. Especially 11cm and 22cm distal of the df4 connector pin, the insulation to the rope conductors to the shock electrode and the ring electrode were discovered to be frayed. This damage is with high probability the cause of the oversensing complained about. The position and type of the frayings are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. The visual inspection found multiple signs of abrasion in the distal area of the lead body. The rope conductor to the shock electrode showed a conductor fracture 45cm distal of the df4 connector pin. This damage is with high probability the cause of the increase in the impedance to >150 ohm complained about. The position and characteristics of the damages lead to the assumption of strong mechanical stress of the lead. An interaction with the implanted generator and the partner lead should be considered. Other damages, such as the cuts and the hemorrhaging into the lead body, 30cm and 33cm distal of the df4 connector pin, were probably cause during the explantation. In summary, there were no indications of a material defect or manufacturing error.